Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the explanted device was discarded. The patient¿s weight at the time of the event is unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient was implanted 4 months ago, and their implantable neurostimulator (ins) was explanted the day prior to the report because their body rejected it. The rep stated that the physician indicated that the cultures were negative. No further complications were reported or anticipated.